Event description:
This event was reported to (B)(4) on (B)(4) 2013. (B)(6) old female patient (B)(6) with a medical history of tubal ligation 30 years ago, cyst on the right ovary and no previous examination with contrast media, was administered 90 ml of optiject 350 (ioversol), batch numbers 13e1212 and 13e09, by intravenous route, with an automatic injection rate of 2.0 ml/sec, for an abdomen and pelvis scan for follow up of right ovary cyst on (B)(6) 2013 at 1700. The patient received 13 ml of the solution saline before examination for control of her venous status, it was within normal limits. There was no information on other concomitant medication provided. After optiject administration, the patient experienced extravasation without pain or other signs on palpitation. As corrective treatment, ice was applied, aspiration by i.v. Route was performed and the arm was elevated. At the date of this report, the final outcome was recovering. The reporter evaluated the case as non-serious and assessed the relationship between optiject and the adverse reaction as not related.

Manufacturer narrative:
The customer reported an extravasation occurred during an injection. There is no record of the customer requesting service for the injector after the event.